Manufacturer narrative:
Patient/family was the initial reporter. Personal information was not recorded.

Event description:
Advocate from (B)(6) stated at 6:00 am, his wife's blood glucose reading on the contour next was 14.8mmol/l.. He gave her 20 unilts of insulin. At 11;10 am the wife's blood was tested again and the reading was 1.7 mmol/l. Although she did not experience any symptoms, her husband gave her some orange juice ( 250 ml) and 2 pieces of toast with raspberry jam, in order to raise her blood sugar. Twenty minutes later her blood glucose was 14.3mmol/l. The advocate was advised to return the test strips for evaluation. A new kit was sent to the customer.